Event description:
It was reported that the customer received an unspecified alert. The customer then experienced an elevated blood glucose level displayed as "high"; however, no specific value was provided. The customer administered a manual injection to address the bg. Reportedly, customer changed the cartridge and tubing to resolve the issue and continued to use the pump for insulin therapy.